Event description:
Boston scientific received information that this patient presented with extra cardiac stimulation. Interrogation of the device revealed loss of capture and no sensing measurements. There was a concern the lead dislodged. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. This report will be updated should additional information become available.